Manufacturer narrative:
The pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 267 mg/dl at the time of the incident. Customer had an up button that was stuck and causing numbers to scroll. After a battery change, the pump was non-responsive to the buttons being pressed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.